Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The devices were returned for evaluation and found the screw head had a damaged saddle that appears to have occurred during screw removal. It was reported that the screws were placed into the spinal canal, which would indicate improper placement of the screw and not any malfunction of the implants. The most likely cause of screws placed too long is improper implant selection.

Event description:
It was reported that following surgery on (B)(6) 2019, the patient complained of hyperesthesia and numbness of the left leg. Post­ operative CT found two screws on l4-left had been laced into the inners spinal canal. Revision surgery was performed on the same day to extract the screws.